Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have inserted a sensor and set threshold suspend. Customer reported that sensor indicated that blood glucose was low and insulin pump suspended. Customer treated with food. Customer tested and blood glucose was actually 500 mg/dl. Customer calibrated due to sensor glucose versus blood glucose defferences. Customer was educated on causes of differences and was advised on calibration. Customer also reported that there was blood at site. Troubleshooting was performed for blood at site.